Event description:
It was reported that the cadd legacy pump (B)(4) is continuing to alarm and not turning on. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact. There was evidence of the reported allegation found in the event log. The high pressure, alarm complete, stop mode, pump turned off and power down occurrence messages were found in the pump's event history logs. The reported problem was not replicated during the investigation. The downstream sensor was replaced. A root cause of the event could not be established. The downstream sensor was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.